Event description:
It was reported that the device was found to have reverted to elective replacement indicator after being implanted for only one year. Due to a measurement lock up, the device was unable to estimate the remaining battery life and was unable to be interrogated. Reprogramming was required with a software disk to unlock the measurement issue. The device remains in use. It was also reported that there was decreased impedance on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Measurement system lock-up error, leading to unclearable eri (elective replacement indicator).